Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. A 2.50mm x 20mm nc emerge was used for treatment, but a kink was noticed while the balloon was inside the patient. The kink was located approximately at the half of the catheter. The nc emerge device was removed from the patient and was not intact. It was noted that while outside the patient, the catheter was observed to be broken. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. A 2.50mm x 20mm nc emerge was used for treatment, but a kink was noticed while the balloon was inside the patient. The kink was located approximately at the half of the catheter. The nc emerge device was removed from the patient and was not intact. It was noted that while outside the patient, the catheter was observed to be broken. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 56.3cm from the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded, and there was blood and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.